Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient received an uncommanded bolus. The patient's blood glucose levels dropped below 70 mg d/l. Post market safety reviewed the call recording and determined this is not an uncommanded bolus. Based upon the information provided by the caller, it appears the bolus amount of 30 units was programmed in error. The caller was entering in her carbs before a meal when the error occurred. The total carbs for her meal was reported as 30 grams. The device logs have been provided. If additional information becomes available, safety will reassess the case,